Manufacturer narrative:
Sorin group (B)(4) manufactures the stockert centrifugal pump system with tubing clamp. The incident occurred in (B)(6). This MDR report is being submitted on behalf of the device manufacturer - sorin group (B)(4). To resolve an FDA inspectional observation, the sorin group (B)(4) MDR procedure was revised. As committed to FDA's office of compliance, a retrospective review of customer complaints is being performed and mdrs will be submitted in accordance with the revised procedure. No product was returned to sorin group (B)(4) for evaluation. Without product being returned for investigate, the reported issue could not be confirmed and a cause could not be determined. No further action is deemed necessary.

Event description:
Sorin group (B)(4) received a report that during a procedure, the flow display did not function properly and flow controlled mode was terminated. There was no report of patient injury.